Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for other chronic, intract pain (trunk/limbs). It was reported that on the day of report/battery replacement, impedance measurements were greater than 10k ohmns on the patent¿s left side when the amplitude was set to 0.7 volts. When the rep ran impedances at 3.0 volts, the left side showed electrodes 0-7 were greater than 4k ohms. The impedances on the right side were all below 3k ohms. The rep noted that the patient was having good symptom relief and they programmed around the out of regulation (oor) electrodes. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4)2017. It was reported that the high impedance issues were not resolved. There were no further complications reported.